Event description:
It was reported to philips that the system's geometry reset on its own, preventing geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing heart cath planned treatment procedure. The procedure was completed by moving the patient to another lab. The philips field service engineer (fse) visited onsite and confirmed that the system's geometry reset on its own, preventing geometry movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the x-ray system is going through a constant geo reset on its own causing loss of table/stand movement. The fse reviewed the error logs onsite and found issue with suite pc/firewall. The fse reloaded software to suite pc, and the problem remained. The fse replaced both suite pc and firewall, but issue continued, fse reinstalled original suite pc and converted licenses back. On further troubleshooting, fse found a faulty geo io box located in the r-cabinet. To resolve the issue, the fse replaced geo io box in the r-cabinet. The defective part was sent for analysis, geo io box no failure was found. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.